Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted on the DHR, mrb, internal rejects history, manufacturing controls and fmeas. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Based on the severity and lot quantity, the number of events is within the acceptable quality levels. Investigation summary: the investigation is confirmed for the reported stent dislodgement issue reported. The stent was returned on the balloon, but was positioned over the distal markerband. The investigation is inconclusive for the reported failure to advance and retraction issues. There was no tip damage or kinks observed on the device. The sheath had not been returned. The definitive root cause for the reported stent dislodgement and retraction issues could not be determined based upon available information. Patient factors (calcific celiac artery) was the likely contributory factor in the reported issue of failure to advance. The event description states that the lifestream was being used to treat a calcific celiac artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. It is unknown there were other procedural or handling techniques that may have contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used in the celiac artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. Expiry date: 07/2020.

Event description:
It was reported that during off-label treatment of the calcific celiac artery via right groin access, the balloon expandable vascular covered stent delivery system allegedly failed to cross the lesion. Therefore, the health care provider (hcp) decided to remove the delivery system through the introducer sheath, causing the stent graft to allegedly partially dislodge from balloon at the hemostatic valve. Reportedly, the stent graft and the delivery system were removed as one unit through the introducer sheath with some difficulty. Another pta balloon catheter and another delivery system were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date: 07/2020.

Event description:
It was reported that during treatment of the calcific celiac artery via right groin access, the balloon expandable vascular covered stent delivery system allegedly failed to cross the lesion. Therefore, the health care provider (hcp) decided to remove the delivery system through the introducer sheath, causing the stent graft to allegedly partially dislodge from balloon at the hemostatic valve. Reportedly, the stent graft and the delivery system were removed as one unit through the introducer sheath with some difficulty. Another pta balloon catheter and another delivery system were used to complete the procedure. There was no reported patient injury.